Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." The device was not returned.

Event description:
It was reported that the balloon deflated during the patient's post-operative period, and fell out of his urethra. The patient needed to be re-catheterized. The catheter balloon was tested. The balloon was refilled with 30 mls of liquid, and within 30 minutes there was only 26 mls remaining. There was no reported patient injury.